Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The guide catheter involved in the complaint incident was not received for analysis. A guidewire was inserted through this device without issue during the product analysis. No issues were noted with the profile of the devices tip. The stent struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found that the shaft polymer extrusion and corewire were kinked at various positions along their length. The midshaft material was severely stretched and measured 186mm. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-07834. It was reported that catheter entrapment and stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50x16mm promus premier¿ stent was advanced to the lesion however a lot of resistance was encountered and pushing the stent delivery system (sds) had created a 30 degree bend in the proximal shaft of the sds. The physician attempted to straighten the bend; however, the shaft of the sds broke. The device was removed with the stent still intact on the sds balloon. Then device was exchanged to a 2.50x12mm promus premier¿ stent. The device was advanced to the lesion however a lot of resistance was encountered. The physician attempted to remove the device but the device was stuck on the tip of a non bsc guide catheter. The device was pulled very hard and was able to be removed from the patient. It was then noted that the stent strut was lifted. The guide catheter was removed and it was noted that the guide catheter was bent and damaged at the distal end. The procedure was completed by implantation of 4 stents. No patient complications were reported and the patient's status was great.

Event description:
Same case as MDR ID 2134265-2014-07834. It was reported that catheter entrapment and stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50x16mm promus premier¿ stent was advanced to the lesion however a lot of resistance was encountered and pushing the stent delivery system (sds) had created a 30 degree bend in the proximal shaft of the sds. The physician attempted to straighten the bend however the shaft of the sds broke. The device was removed with the stent still intact on the sds balloon. Then device was exchanged to a 2.50x12mm promus premier¿ stent. The device was advanced to the lesion however a lot of resistance was encountered. The physician attempted to remove the device but the device was stuck on the tip of a non bsc guide catheter. The device was pulled very hard and was able to be removed from the patient. It was then noted that the stent strut was lifted. The guide catheter was removed and it was noted that the guide catheter was bent and damaged at the distal end. The procedure was completed by implantation of 4 stents. No patient complications were reported and the patient's status was great.